Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with glucose readings over 500 mg/dl for approximately four hours, confirmed by fingerstick, after a low post-lunch, a supply change, and a clinician-adjusted target rate; the user was using a cd 23" infusion set, performed a site change during the call, tubing was tested with insulin delivery confirmed, and no device alerts or alarms were reported. Symptoms included feeling warm while the body was cold to the touch. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no outside assistance, and subsequent stabilization of glucose levels. Investigation included technical troubleshooting and user education performed remotely, including infusion site and tubing assessment. Investigation of this case revealed no device malfunction identified and no infusion set or component abnormality observed, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.